Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2007 indicate the patient underwent ¿exploratory laparotomy, total hysterectomy, bilateral salpingo-oophorectomy with vaginal psoas suspension using 2-mm gore-tex graft¿ for diagnoses of ¿total uterovaginal prolapse, no evidence of urinary or rectal dysfunction.¿ the operative notes indicate: ¿the patient had a previous supraumbilical hernia repair using mesh.¿ ¿¿exploration of the upper abdomen and pelvis revealed normal findings, except for some omental adhesions, as anticipated through the mesh.¿ ¿¿a 2-mm gore-tex graft was trimmed to fit the pelvis. It was folded over, and using 0 prolene sutured into the vaginal cuff¿once this was completed, we trimmed the graft appropriately, and then sutured it to the right psoas muscle above the external vessels.¿ operative notes dated (B)(6) 2007 confirm a gore-tex soft tissue patch was used for the vaginal psoas suspension. Records dated 8/26/09 indicate the patient was seen for incontinence/leaking. Physical exam findings note: ¿vagina: 2nd degree cystocele present, 2nd degree rectocele.¿ there was no information regarding the gore device previously implanted on (B)(6) 2007. Operative records dated 11/10/09 indicate the patient underwent an anterior colporrhaphy and urethral sling procedure with a non-gore device for cystocele repair with stress urinary incontinence. The record note the patient has "progressive stress urinary incontinence with symptomatic cystocele" and a ventral hernia. The records state: ¿examination of the vaginal vault revealed a puckering of the right vaginal apex from the prior vaginal suspension¿no bleeding or erosion process was noted.¿ the operative notes indicate the physician ¿¿decided not to pursue further any aggressive techniques to perforate the endopelvic fascia and decided to perform an anterior colporrhaphy without mesh grafting¿¿ the urethral sling (non-gore device) was placed ¿just distal to the bladder neck¿ for the stress urinary incontinence. The operative notes indicate the ventral hernia repair was performed without mesh. There was no mention of the gore device in the (B)(6) 2009 records. Records dated (B)(6) 2009 indicate the patient was seen for follow up from the (B)(6) 2009 procedure. ¿she is voiding well without incontinence or obstructive symptoms. She still has some mild dysuria and burning in her vagina. She c/o scant vaginal bleeding.¿ the records indicate the patient was on antibiotics but had a urinary tract infection. Records dated (B)(6) 2009 indicate: "she is still having stress incontinence and urge incontinence." Records dated (B)(6) 2010 indicates: "pt. Returns for cystoscopy evaluation for her recurrent incontinence." Physical exam notes state: ¿stress incontinence noted. Vagina: mucosa pink and clear, without lesions or discharge. No evidence of cystocele, rectocele, or enterocele.¿ cystoscopy findings note: ¿reveals supported urethra, with normal urethral mucosa, [and] normal bladder mucosa.¿ operative report dated (B)(6) 2012 indicates the patient underwent a right radical parametrectomy, appendectomy, ureterolysis, and proctoscopy for a postoperative diagnosis of psoas muscle abscess ¿ prior placement of gore-tex cadevaric mesh at an outside institution. Operative findings noted: ¿indurated densely adhered sigmoid on top of the vaginal/vault. There was also a phlegmon or evidence of an abscess on the psoas muscle on the right pelvic sidewall. To this, the cuff of the vagina was densely adhered to this area as well as the ureter as well as the appendix.¿ the procedure details include: ¿¿the appendix in this area of what appeared to be an old phlegmon on top of the psoas muscle, was densely adhered, making the external iliac artery and vein completely blocked from a surgeon¿s view.¿ ¿we carefully dissected the bladder away, and an upper vaginectomy was performed using the bovie cautery. We did find an area of concern, which was identified on the right side of the cuff, which was densely adhered to the psoas muscle phlegmon. This whole area was resected as an upper vaginectomy¿the area was resected as far as possible laterally from the psoas muscle as possible, which was attached to the vaginal area. The area of the psoas was very densely adhered.¿ at this point, the decision was made not to pursue the resection of foreign material any further in this area. Operative report dated (B)(6) 2012 indicates: ¿specimens: upper vaginectomy/necrotic-infected tissue¿. There is no documentation of recurrence of prolapse or incontinence related to the gore device in the medical records. The device was not returned. Therefore, a direct product analysis could not be performed. A review of the sterilization and manufacturing records verified that the lot met all pre-release specifications. The instructions for use provides the following warnings among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that a patient alleges to have experienced recurrence, chronic pain, infections and incontinence after having been implanted with a gore-tex soft tissue patch.